Event description:
It was reported that during the use of the pump, a "no disposable, pump won't run" alarm went off. No patient injury was reported.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, DHR (device history review) could not be performed. No lot or serial numbers were communicated; device expiration date and device manufacturing date are not available.